Event description:
It was reported that 3 or 4 clip applier cartridges, model ca040 were used in a laparoscopic cholecystectomy procedure and clips scissored and very low clip retention was observed. Accurate instrument technique was reported to have been used. Clips were removed by the surgeon and another supplier's clips were used to complete the procedure. No pt injury or complication was reported.